Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to field h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to usage-related wear and tear. The loop wire at the distal end of the hf-resection electrode wears out during use and may break, burn or melt. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: "caution risk of injury to the patient contact between the hf-resection electrode and metal parts, such as other endoscopic equipment, implants or stents can result in sparkover between the hf-resection electrode and the metal part. Always keep a distance of at least 10 mm between the hf-resection electrode and metal parts." "Caution risk of injury to the patient use extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. Do not activate the hf-resection electrode while any portion of the hf-resection electrode tip is in contact with another metal object. This can cause uncontrolled heating of the hf-resection electrode and may result in damage and breakage to the hf-resection electrode tip. If excessive heating or physical forces cause damage to the hf-resection electrode tip, broken device fragments may remain in the body, possibly requiring additional surgery for removal." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, at the beginning of the transurethral resection of the prostate (turp) procedure under general anesthesia, the main surgeon used an electric cutting ring to cut the prostate tissue. About half an hour after the surgery, the main surgeon discovered a 2mm to 3mm missing front end of the electric cutting ring through the endoscopic display screen. The mobile nurse immediately filtered the water collected during the surgery one by one, while the doctor carefully searched for any metal foreign objects in various parts such as the surgical incision, tabletop, and dressing. Afterwards, the radiology department was contacted for bedside photography, and the images showed no metal residue in the patient's body. The search process took about an hour and the missing electric cutting ring was not found.